Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. After reviewing the patient's document from the femtosecond laser, cas (clinical application specialist) concludes that it was likely the patient's anatomy is the root cause. This was the only occurrence of this specific issue. During technical site, fse (field service engineer) performed preventive maintenance, and system is within specification as per sir ( service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check (bcc) for the left eye was done about six minutes before laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Most probable root cause is patient anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during flap creation of the left eye, vertical gas breakthrough (vgb) occurred. The technician noted the flap did not lift evenly and was more shallow in the area of the vgb. The flap was lifted with a blade and treatment was completed.